Manufacturer narrative:
Five opened probes were received, with tip protectors, in a bags, for the report. However, per follow information, only the unopened samples were evaluated under this qs file. Sample 2: the sample was visually inspected and found to be nonconforming with a slightly bent needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests, and no noise observed. Sample 3, 4 and 5: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests, and no noise observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore strange noise, and cut and aspiration failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter made strange noises and malfunctioning in both cutting and aspiration. The condition of actuating was unknown during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.